Manufacturer narrative:
(B)(4). Date of initial report : 11/10/2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws would no longer open after being applied to tissue. The surgeon resected the tissue around the jaws in order to remove the device. There was no blood loss, tissue damage, or injury to the patient.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report : (B)(6) 2016. One used (B)(4) was received for evaluation. Examination of the returned sample could not confirm the reported issue. Visual inspection found no defects, and the product tested to open and close normally when the handle was activated. The investigation found the device to function normally and within specifications. The device history records could not be reviewed because a valid lot number was not provided, and no trend is associated with this issue.